Manufacturer narrative:
The complaint has been confirmed. Based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site replaced the main pcb to correct the customer complaint. After servicing, the unit passed all electrical safety and qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device did not work during an unk procedure. It had problems with power supply. No pt consequences were reported.